Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt, but the pt did not appear to receive the shock. The clinician obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the event, the clinician performed a routine shift check of the device, but did not receive a "test ok" message on the device screen after the defibrillation check. The facility's biomedical engineering department was able to duplicate the absence of a "test ok" message after the defibrillation test, but they were unable to duplicate the reported failure to shock malfunction.